Event description:
It was reported that the lcd monitor exhibited an inability to be switched on (failure to power up) . The event was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4,h6,h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The power could not be turned on. Based on the results of the investigation the devices inability to be powered on was confirmed. The cause of the power issue was likely caused by a faulty printed circuit board. Olympus will continue to monitor field performance for this device.